Event description:
A user facility reported to olympus during an unknown procedure sometimes there is not output and becomes no input with use of evis x1 video system center. The procedure was completed with a similar device. There were no reports of patient, user harm or procedure associated with this event. The device was returned, and olympus repair center identified there is no input/output. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation of the returned device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, it was determined if there is no input, if the output is not performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. However, it is likely that the image issue occurred due to one of the following listed below in the instructions for use. The event can be prevented by following the instructions for use (IFU): 8.2 how to identify and cope with abnormalities ¦abnormal contents: no observation images are produced on the observation monitor. ¦cause: the observation monitor is not properly connected. The cable between the observation monitor and this product is broken. The light lamp is broken. The light lamp is not lit. Insufficient electrical capacity for medical consent. Observation monitor is not turned on. Endoscope is not properly connected. External video system center without proper endoscope connection. Observation monitor input/output terminals are not set appropriately. Observation monitor brightness setting is not appropriate. Observation monitor synchronization detection settings are not appropriate. Electrical contact points on the scope hardware with foreign bodies (such as chemical residue, moisture, sebum, dust, or gauze buds). Observation monitor is malfunctioning. Product is malfunctioning. Olympus will continue to monitor field performance for this device.